Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Event description:
Coiling treatment of a wide neck a-comm aneurysm. It was reported the coil did not retain its shape during deploying inside the aneurysm and the entire system was removed. Outside of the patient, the coil detached while being withdrawn from the catheter. No patient injury reported.